Manufacturer narrative:
Insulin pump received with missing segments/partial display, problem isolated to lcd board. Unable to confirm rewind anomaly and unable to perform any tests due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose at the time of the incident was not recorded. The customer states that the insulin pump was dropped. The customer reported a rewinding anomaly. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.